Manufacturer narrative:
Full e1: last name: (B)(6). Full e1: initial reporter establishment name: (B)(6) hospital. Full e1: address 1: (B)(6). Full e1: city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a visible crack in the lens, and the camera head was malfunctioning. The issue was found during a therapeutic thoracotomy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.